Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Motor position encoder error alarm was not verified in the alarm history due to history file overwritten. The displacement test functioned properly. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
Customer reported a motor error alarm during a bolus delivery. Customer's blood glucose was 186 mg/dl. The customer could not recall any significant events leading to the alarm. She also stated she was able to complete the rewind sequence on the insulin pump. She also reported receiving a motor position encoder error alarm. Customer was advised the alarm would erase all her settings. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).